Event description:
It is reported that the patient was revised with an articular surface exchange due to infection.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: headed screw 48 mm length single use only 00579104100 63372257, headed screw 48 mm length single use only item# 00579104100 lot 63421753, all poly patella size 29 mm dia. Standard 8.0 mm thickness item 00597206529 lot 63289118 tibial component stemmed precoat use of this tibial component with legacy knee - constrained condy lar knee (lcck) articulating surfaces requires using item 00598003701 lot 63400430 serial stem extension straight 10 mm dia x 100 mm length(combined length 145 mm) item 00598801010 lot 62906873 stem extension straight 12 mm dia x 100 mm length(combined length 145 mm) item 00598801012 lot 63258515 femoral component option for cemented use only size d right 00599401492 lot 63325884. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The reported components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.